Event description:
It was reported that during an unknown procedure, the device did not fire. A new instrument was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Damaged release button post. Eval summary: the analysis results found that one device was returned with no visual non-conformance's and with a cartridge loaded on the device. The cartridge was received partially fired. The cartridge was manually reset and the device was tested for functionality and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was damage, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to its home position. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.